Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set tubing detachment on (B)(6) 2024. The site of insertion was abdomen. The infusion set was in use for a day or two. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(4). Patient country : united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.